Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Device received with end cap address label missing and pillowed keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on unknown date. The customer blood glucose level was 17 mmol/l at the time of hospitalization. Customer stated that current blood glucose was 20 mmol/l, went down to 13 mmol/l after treating with a pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin and lots of fluid for dehydration. Customer alleged insulin pump was under delivering the insulin because of diabetic ketoacidosis. Performed displacement test and it was passed. The device will not be returned for analysis.